Event description:
Procedure: hernia. According to the rptr: the pt experienced a recurrent hernia in (B)(6) 2010. Reported via (B)(6). Additional info has been requested.

Manufacturer narrative:
(B)(4).